Event description:
Boston scientific crm received information that this lead exhibited high impedance measurements of greater than 2000 ohms as well as high thresholds. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.